Event description:
It was reported that a malfunction occurred on the pump with a caller noting the appearance of malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level as it remained below 500 mg/dl. Technical support advised the customer on resetting the pump, successfully resolved the issue, and instructed them to monitor for any recurring malfunction codes, assuring them that use of the pump could continue. No additional information was received regarding the outcome of the event.